Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "instruments broken in surgery."

Manufacturer narrative:
An event regarding crack/fracture involving a straight driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: there is some scratching on the shaft. The hexalobular driver tip is fractured. The fractured piece was not returned with the device. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for this lot. Conclusions: this event relates to a CAPA which is related to tip fracture for the trident hexalobular screw driver family. The reported event described the screw driver broke at the tip during surgery. A visual investigation confirmed that the tip of the device fractured.

Event description:
It was reported, "instruments broken in surgery."